Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a motor error alarm on the insulin pump. The customer reported a high blood glucose of 423 mg/dl. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.